Event description:
It was reported that a patient with a 29mm perimount valve in pulmonic position implanted for approximately eight years underwent a valve-in-valve procedure due to insufficiency. A 29mm 9600tfx valve was implanted with no insufficiency and almost no gradient.

Manufacturer narrative:
Updated sections a4, b5, b7, and h6 (type of investigation).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 29mm perimount valve in pulmonic position underwent a valve-in-valve procedure due to stenosis and regurgitation. A 29mm transcatheter valve was implanted.